Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. It was unknown how the customer was treated and the customer experienced no other symptoms. Customer had reported a low battery alarm. Troubleshooting was not performed. It was unknown whether the customer was using insulin pump within 48 hours prior to event and unknown whether auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This regulatory report is part of an unplanned outage in the FDA gateway that occurred on (B)(6) 2023. The current regulatory report is submitted with the latest information available at the time of submission. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, displacement accuracy test (0.0869) and self test. Pump failed with high active current test and high sleep current test due to pcba1. No unexpected battery noted during testing. Successfully downloaded history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. The adapt tool reveals that no relevant alarm were recorded in download history files. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No physical evidence or moisture damage on the electronic assembly, motor, or force sensor was found. Swapping out test boards to pinpoint the faulty board. Swapping out test boards confirms high active/sleep running current. Isolated to pcba 1. Unit also received with pillowing keypad overlay and scratched case. In conclusion, charge/battery lasts less than expected was not confirmed. Unit successfully powered up after battery installation. No low batt or batt out limit alarms occurred during testing found during testing. High active current test and high sleep current test was due to pcba1. Isolate to pcba1. Unable to confirm high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.